Event description:
It was reported a "similar event occurred in the past." (Refer to manufacturer report# 6000153-2013-00033 for the reported event that this event was referring to). It was reported on (B)(6) 2013 when impedance were measured with the physician programmer using a twist-lock cable during deep brain stimulation (dbs) lead insertion, electrodes ((2)) and ((3)) showed low impedance. Measurements were taken several times, but showed the same results, so electrode short circuit was suspected and the lead itself was visually checked. This revealed that the tip was slightly bent. Consequently, it was deemed unusable and implantation surgery was performed using a backup lead. After that, a new lead package was opened and the new lead inserted in the brain. Measurements taken after that were perfectly acceptable, so the lead was left in the body as-is and the surgery completed successfully. It was also noted two of the four poles were deemed unusable and replaced with new ones. A ¿similar event occurred in the past, some time ago.¿ additional information received reported that the cause of issue was not determined. No interventions done. The patient outcome was unknown.

Manufacturer narrative:
(B)(4).